Manufacturer narrative:
The daughter mentioned that some low blood glucose levels occurred, but did not provide specific readings / dates / times. The daughter advised that the patient experienced weight loss during v-go therapy. The daughter reported that her mother had recently been hospitalized due to experience a stroke and is currently still hospitalized. The patient was allowed to continue vgo therapy for basal while admitted to the hospital. The hospital staff is managing the patients bolus doses via injections. Patient confirmed that she is still hospitalized and that the hospitalization was due to stroke. She has no concerns regarding the vgo or her bg at this time. No device was returned for investigation.

Event description:
Daughter of patient on vgo 20 for approximately 5 years contacted valeritas customer care to request information on vgo 20 basal rate. The daughter mentioned that some low blood glucose levels occurred, but did not provide specific readings / dates / times. The daughter advised that the patient experienced weight loss during v-go therapy. The daughter reported that her mother had recently been hospitalized due to experience a stroke. The patient was wearing a vgo device at the time of the event. The patient was allowed to continue vgo therapy for basal while admitted to the hospital. The hospital staff is managing the patients bolus doses via injections. The patient was admitted "last week" and is currently still hospitalized. Patient confirmed that she is still hospitalized and that the hospitalization was due to stroke. She has no concerns regarding the vgo or her bg at this time. She states that the "nurses" have been managing her bg for her and she does not have specific information regarding bg measurements of insulin dosage at this time. No device was returned for investigation.

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.